Event description:
At about 6 months after the primary surgery, the patient came reporting pain and infection. A washout of the liner was performed and no implants have been revised. The patient is under observation for a possible revision surgery.